Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming fall-off testing. Upon evaluation, the white (drvn gnd) wire was open inside the trunk cable. The cause of the incoming test failure and constant gong alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.